Event description:
A report was received that the patient had to frequently charge the ipg as it would not keep a charge. The patient underwent an ipg replacement and was reportedly doing well after the procedure.

Event description:
A report was received that the patient had to frequently charge the ipg as it would not keep a charge. The patient underwent an ipg replacement and was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibited normal charging and discharging characteristics.